Event description:
Information was received indicating that a "call for service" message occurred to a smiths medical cadd-ms® 3 ambulatory infusion pump. The patient switched to a backup pump with no problem. There were no reported adverse effects.